Event description:
It was reported that pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to using an alternate method of insulin therapy.